Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; thi pain; diff bowel; rec incont; aggrav incont; damage; psych; oth pain: hip. Surgical interventions: on (B)(6) 2013 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: laparoscopy, cystoscopy and urethroscopy. On (B)(6) 2014 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: percutaneous neurotomy. On (B)(6) 2014 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: femoral nerve injection. On (B)(6) 2014 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: percutaneous neurotomy. On (B)(6) 2015 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: osteotomy of pelvis/treatment of hip. On (B)(6) 2015 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: osteotomy of pelvis/repair of traumatic tear/rupture of tendon. On (B)(6) 2015 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: percutaneous neurotomy. On (B)(6) 2016 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: spinal-epidural/percutaneous neurotomy/ketamine treatment. On (B)(6) 2018 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: infusion of therapeutic substance/injection under image intensification. On (B)(6) 2018 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: surgical placement of peripheral nerve lead and neurostimulator. Nonsurgical treatments: the patient was treated with pain medication: various for the treatment of: I have been prescribed many different medications since 2012. The main purpose was for pain and psychological issues. I became addicted to very high doses of medication. The patient was treated with psychological medication: anti-depressant for the treatment of: depression. The patient was treated with other medication (please specify): various for the treatment of: there were so many different pain medications tried in event of finding one that was suitable. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: alleviate pain and discomfort. The patient was treated with injections (not associated with surgical treatment): cortisone for the treatment of: alleviate pain and discomfort.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.